Event description:
A dentist was performing a routine procedure where a pt was burned on the lip.

Manufacturer narrative:
Pt was given vaseline to apply to lip. The doctor assumes the pt healed. During product evaluation was found: bearings gritty. Head dented at backcap. Backcap sticks in sometimes causing head to heat up. The dr was explained the dents cause friction and heat up. He will send in any handpiece in the future for evaluation if he sees a dent. Dr. (B) (6) mentioned it is impossible for him not to use the handpiece at times as a retractor. I explained this will cause heat up.